Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. Product not returned for analysis.

Event description:
It was reported in 2003, the patient underwent treatment for the peripheral cutting balloon device for one lesion. The lesion location was distal below the knee (left or right knee was not provided). The target vessel was mildly-tortuous. There was mild calcification at the target lesion. The reference vessel diameter 3.0 mm, length was 4mm, pre-procedure 90% stenosis, and post-procedure 10% stenosis. Data for the number of inflations, time and maximum inflation pressure is not provided. The patient's vital status at follow up assessment in 2004 was alive. The target lesion was not patent, and an amputation had been performed. The actual date of the amputation and additional follow up information is not provided.